Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, the patient had an open reduction internal fixation (orif) with trochanteric femoral nail-advanced (tfna) system was applied for femoral subtrochanteric fracture. During the surgery, the surelock devices were assembled carefully. Then, a screw was inserted using the devices, targeting the dynamic hole of a 125 degrees tfna nail. During the final checked using images, it was observed that the screw was out of the bounds; the screw had deviated from the nail. Since a tfna end cap had been already inserted, the surgeon reinserted the screw with free hand. The procedure was successfully completed with a fifteen (15) minute delay. There was no adverse consequence to the patient. Concomitant devices reported: tfna end cap (part/lot unknown, quantity 1) and helical blade (part/lot unknown, quantity 1). This report is for an unknown locking screw. This is report 2 of 3 for (B)(4).